Manufacturer narrative:
The device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a bolus/dose button on the pump that was not working. The cause of the customer reported problem was the keypad. The pump was in good condition, no physical damage was found, and labels were undamaged. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the keypad. B3. Date of event: month and year of event have been provided, but day is unknown.

Event description:
It was reported that the dose button was faulty. There was no patient involvement.